Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention when complaint returns are received.

Event description:
It was reported that the patient experienced a hypoglycemic event after starting ilet therapy, and the therapy was considered too aggressive for the patient¿s needs; the patient discontinued ilet and transitioned to an alternate insulin regimen. Symptoms included hypoglycemia. Outcomes included patient recovery with therapy change and education provided. Investigation included case review and troubleshooting with education; no device alerts or alarms were reported. Investigation of this case revealed no confirmed device malfunction, and the event was assessed as a use-related or clinical management issue with unclear cause. It was concluded that the cause was undetermined.